Manufacturer narrative:
Was filed on 2022-11-01 reporting an elevated result compared to repeat testing. Additional information: 2023-01-09. Investigation concluded for a united states (us) customer observation of an elevated atellica im folate (fol) result compared to repeat testing. Siemens reviewed the information and determined that the elevated result is not attributable to the use of the incorrect fol calibration for serum samples because internal testing shows that use of the incorrect calibration yields lower values rather than higher values. Contributing factors such as pre-analytical factors and/or a sample handling/ stability issue cannot be ruled out. Internal siemens investigation indicates that the instrument and reagents were performing acceptably. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report an elevated atellica im folate (fol) result that was considered discordant with the repeat result. The customer processed the serum sample using the folate rbc assay instead of the folate serum assay on the atellica im 1300 analyzer. The quality controls (qc) were in range at the time of the event. A siemens technical application specialist (tas) went to the customer's site. During the visit, the tas assisted the customer in deactivating fol (fol rbc) assay and adding the fol serum assay. The reagents were calibrated, and qc was run successfully. The sample was repeated, and the repeat result was reported to the physician(s), as the correct result. The interpretation of results section of the atellica im folate (fol) instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained an elevated atellica im folate (fol) result that was considered discordant with the repeat result. The initial result was reported to the physician(s) and was not questioned. There are no known reports of patient intervention or adverse health consequences due to the discordant folate result.